Event description:
According to the event description: nurse started infusion of IV hartmans drip 500ml (milliliters) for 1000ml/hr (milliliters an hour) at 0930 hours. Nurse checked bag at 1000 hours noticed half of the bag was still filled. Expected bag to be empty after 30 minutes. Nurse suspected line to be kinked but she was with the patient throughout the 30 minutes and there was no alarm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: 2.1 the device history files were analyzed. The device history files from 2024-10-07 were investigated. A space line was selected and the infusion started with a rate of 1000ml/h and a volume of 500ml at 9:31am. At 9:56am the pre alarm "vtbi near end" occurred and the infusion was stopped by the customer. A new volume of 500ml was set and the infusion was continued. The volume was change to 300ml and the infusion was stopped at 9:59am. The line was extracted. At this time, 464,65ml was infused. No other abnormalities were found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.